Manufacturer narrative:
Foreign postal code (B)(6).

Event description:
It was reported that during application, the device broke. The damaged device was removed from the patient and replaced with a new one in the same bone hole. No significant delay or patient injury was reported.

Manufacturer narrative:
One 5.5 twinfix ultra pk anchor assembly was returned for evaluation. Visual assessment confirmed the reported breakage. The anchor is cracked above the suture eyelet on one side. Dimensional assessment of the anchor confirmed it met print specifications. The condition of the anchor indicates it was subjected to excessive force in conjunction with off axis insertion.